Event description:
It was reported that a dissection occurred. The 90% stenosed, moderately tortuous and moderately calcified target lesion was located in the left anterior descending artery. The lesion was pre-dilated with a 3.00 x 12 semi-compliant balloon. A 3.00 x 16 synergy was deployed at 11 atm with no issues and post-dilated at 10 atm with a 3.00 x 12 non-complaint balloon. Soon after deployment of the stent, a proximal edge flow-limiting dissection was noticed via fluoroscopy. The dissection was covered with a 3.00 x 8 synergy. The procedure was completed successfully and the patient was ok.